Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed and no deviation or nonconformance reports related to this production order were found. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Concomitant medical products: monarch cartridges -sn: (B)(4), lot: 32633781 expiration (exp): 05/2023. Viscoat ¿ lot: 19j041, exp: 09/2022. Provisc ¿ lot: 1911oa, exp: 08/2022. (B)(6). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a fiber the fiber/matter was discovered inside the eye, on the lens (model zcb00 20.5 diopter). The fiber was removed and it was described by the doctor as being similar to silicone or plastic looking, soft and sticky. It was indicated that the lens remains implanted and there is no plan for an explant procedure. There were no surgical intervention such as vitrectomy, incision enlargement, or sutures required. No additional information was provided.